Event description:
S: filter tubing broke/came apart within 5 minutes of being hung. B: brand new IV tubing primed and hung for a new admit. Infusion went in for less than 5 minutes. Rn noticed IV tubing was dripping. Rn checked connections and dried off line. Line continued to get wet as infusion went in. Upon inspection, rn noticed that tubing 'snapped' at square filter site (there is no connector here, its just tubing that snapped from the filter). Rn took down all tubing and primed & hung new lines for patient. Of note, this patient is a stem cell transplant patient with a central line (port). A: defective tubing is unsafe and puts patients at risk for infection. R: deep dive into possible tubing defects.